Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry. Troubleshooting steps were taken to no avail. The patient was advised to move devices six feet way and use wash cloth. The patient was also instructed to visit clinic with the monitor for device interrogation. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.